Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that there was no fiber optic event documented in the iabp log files. The stm ran performance tests with a simulator and noted that the fiber optics performed as expected. The stm was unable to duplicate the customer's reported issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generate a "fiber-optic sensor module failure" alarm. The iabp unit was swapped out with another iabp unit and taken to the customer's biomed. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generate a "fiber-optic sensor module failure" alarm. The iabp unit was swapped out with another iabp unit and taken to the customer's biomed. There was no harm or injury to the patient and no adverse event was reported.